Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation, device evaluation and correction to e2, g2, and h4. The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. The monitor was not turning on, due to a faulty circuit (gi) board. Additionally, the color of the image was found to be bad, due to a defective circuit (qb) board. Damage found in the insulation sheet and needs to be replaced. Power switch bracket found broken. Bezel found broken from multiple places. Screw on the g1 board is missing. The locks of the rear panel were found broken. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the event was caused by a defective g1 board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the device monitor was not switching on. The reported problem was found during maintenance. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been returned to service at this time. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.